Manufacturer narrative:
Lot information is unknown. If additional information becomes available a follow-up report will be submitted. Included ni for section to indicate pending return of device for evaluation.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss of implant to integrate.